Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: tlc-ii.specific component(s) involved: other component malfunction.other component: drive unit failure.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).